Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the implant arrived with the cellophane, but when we opened the box we noticed that the labels did not match the box. For this reason, the implant was not opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Photo evidence provided was reviewed and found this device was associated due its labeling being found placed under (B)(4), however, the actual device is not present in the complaint evidence provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 151630308, work order (B)(4) was manufactured on 26-nov-2019. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: 2 parts from this lot were scrapped: scrap code a001: this concerns black spot/imbedded particle. There is no correlation between this scrap reason and the failure mode of the complaint. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Photo evidence provided was reviewed and found this device was associated due its labeling being found placed under (B)(4), however, the actual device is not present in the complaint evidence provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 151630308, work order (B)(4) was manufactured on 26-nov-2019. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: 2 parts from this lot were scrapped: scrap code a001: this concerns black spot/imbedded particle. There is no correlation between this scrap reason and the failure mode of the complaint. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Device history review: manufactured on 26-nov-2019. (B)(4) parts were manufactured scrap: 2 parts scrap code a001: this concerns black spot/imbedded particle. Non-conformance: none, reprocessing: none.